Manufacturer narrative:
Corrected block: d10. Updated blocks: h6 and h9. It was found on (B)(6) 2019 that the parts received were related to this complaint. During laboratory analysis, the product surveillance technician (pst) tested the batteries on the power manager test platter and observed it to shut down after 25 minutes of discharge, which does not meet the specification of 60 minutes. The batteries also did not meet the minimum voltage and conductance values before or after charging. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) observed the unit to be fully functional with a full green battery icon. He replaced the batteries. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries would not charge. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.